Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" message and failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical australia evaluated the device and the customer's report of high leakage was not replicated or confirmed. The device was put through extensive testing including full functional without duplicating the report. The analog board was replaced as a precaution. The customer's report of "defib fault 72" was observed during review of the device data logs and the pace/defib engine board was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.